Event description:
Pt underwent a laparoscopic cholecystectomy and ercp on (B)(6) 2014 suspected bile leak. Two stents were placed; one in common bile duct and one in the pancreatic duct. At the time of the insertion, the pancreatic duct stent fell out and an abdominal x-ray taken on (B)(6) 2014 indicated the biliary stent was in place and was subsequently removed on (B)(6) 2014. A CT scan performed on (B)(6) 2015 identified a stent in the pancreatic duct. On (B)(6) 2015 attempts were made to remove the pancreatic stent but a tubular structure remains in the pancreatic duct.